Manufacturer narrative:
The pump was returned to animas for eval. The 'up' and 'down' buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. The buttons contacts were found to be inverted and do not always spring back.

Event description:
The pt's mother reported that the buttons are intermittently responding, and feel like they are sticking.